Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a minicap transfer set spontaneously disconnected from the titanium adapter. The minicap transfer set and titanium adapter were changed. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with the original cap on the dark blue connector; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported problem was not verified because integrity of seal surface testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.